Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited functional under-sensing and delivered inappropriate shock. The implantable cardioverter defibrillator (ICD) was explanted and replaced with the new device. Patient condition was stable.

Manufacturer narrative:
Reported complaint of inappropriate shock and under sensing was not confirmed. The device was at elective replacement indicator (eri) level when received. Analysis of device image was performed, and no anomalies were noted. Further electrical testing was performed, and no anomalies were noted. Longevity assessment was performed, and device was found to have normal battery depletion based no usage.